Manufacturer narrative:
Account found old style brake bearings on the bed needed replaced. The account replaced the old style bearings to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Account alleged that the brakes were not holding. No injury reported.